Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter: 1 patient's IV pigtail became disconnected at the luer lock connection. Patient was bleeding into bed linens. New bd pigtail was supply used. (B)(6) 2020 time 0000 patient 2 patient's IV pigtail became disconnected at the luer lock connection. Patient was bleeding into bed linens. New bd pigtail was supply used. (B)(6) 2021 time 1200 patient 3 patient's IV pigtail became disconnected at the luer lock connection. Patient was bleeding into bed linens. New bd pigtail was supply used. (B)(6) 2021 time 1748 occurrences in nuc med and fsed also in addition to 3 patients in med surg unit. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse reactions or serious injuries. Can you please confirm the total number of patients affected in nuc med and fsed? 6 documented contaminations on imaging, there have been others where we "catch" the contamination in our glove and measure it. Can you please provide an exact date of event for occurrences in nuc med and fsed in mm-dd-yyyy format? (B)(6) 2025 (x2), (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025 (x2).

Event description:
No additional information

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.